Event description:
Ventilating a patient on ic2a adult transport / MRI ventilator - patient "became bradycardiac and was desaturating". CPR was begun, no injury to patient. Ventilator pulled for testing, sent to MFR.

Manufacturer narrative:
Manufacturer found no defects in device. Two usage errors occurred: using inappropriate tube set not made by bio-med devices (blue baxter breathing circuit). Pressure tube (tapered) doesn't fit bmd port. Also, exhalation valve tube is "kink-free" style with a star-shaped inner diameter - leaks heavily on a straight port. User not using a separate ventilation monitor as warned to do in i.f.u. (MRI ventilator doesn't have inner electronic alarm).